Event description:
Device complication: none; time of complication: during procedure; symptomes: unresponsiveness, confusion. During the procedure, the pt developed a severe cardio-inhibitory response and experienced 25 to 30 seconds worth of asystole, leading to a few minutes worth of unresponsiveness. This was followed by confusion and then recovery in her neurological status. She assumed good strength on the right side at the end of the procedure, and repeat angiography showed no evidence of embolization. A CT scan was performed one day following the procedure that revealed a mass effect within the posterior sulci on the left side convexity suggestive of an underlying infarct in the left patietal lobe.